Event description:
It was reported that the left ventricular lead exhibited high impedance. During lead revision, a fracture was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was bent and the inner coil was fractured next to the distal end of the connector boot due to fatigue. This resulted in the reported high lead impedance.